Manufacturer narrative:
Device evaluation: the device was subjected to functional testing. The evaluation determined that the issue was due to a faulty button. Based on the results of the investigation, the reported event was confirmed. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) is unresponsive. There were no patient effects reported.